Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low sensing and failure to capture. The lead was capped on (B)(6) 2018. The patient tolerated the procedure well with no complications.